Manufacturer narrative:
H6: device code 1494 - indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional pulmonary embolism treatment procedure with a 12f sheath. Reportedly while removing the device from the patient, resistance was met and the device separated at the junction between the proximal and distal guide. The separated portion of the device remained in the patient, which required the use of surgical intervention to remove the device. The patient experienced significant bleeding, which required the use of a blood bag. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay due to the use of surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The guide separation was confirmed. A posterior foot break (not returned) was found during evaluation of the returned device. The location of the detached foot is unknown. The entrapment of device is related to the procedure and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the reported violation of the IFU did not contribute to the reported difficulties. The root cause of the reported difficulties cannot be determined. The patient effect of hemorrage/bleeding is listed in the proglide IFU as potential adverse events of use of the device. The subsequent treatments are related to circumstances of the procedure. Generally, breaks occur at the end of the guide tube due to the angle of insertion (steep) in reference to the vessel tract, or twisting of the device with the foot open, or an angle change (side to side) with the device in the vessel possible when manipulating the device for removal. In this case, although not reported the posterior needle shows no indication of a successful suture retrieval, indicating, the guide cracked or broke during insertion, then separated with deployment. The material separation of the foot may have also separated during deployment or during the attempted removal. The entrapment would be induced with the foot free floating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.